Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient used an alternative site prep. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: use optional skin adhesives (mastisol, skintac) as part of your insertion site preparation to help keep your sensor pod attached. Apply the skin adhesive after you selected and cleaned your insertion site. Use circular motions and create an 'o' outline, making sure you don¿t get any skin adhesive inside the outline. Let the 'o' dry based on skin adhesive manufacturer¿s instructions. No additional event or patient information is available.